Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Emergency release lever is not working on the actuator.

Manufacturer narrative:
The device was evaluated by the returns department which found that the housing split in half.

Event description:
Emergency release lever is not working on the actuator.